Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported that the 73-year-old female patient developed heparin induced thrombocytopenia (hit) during impella support. The patient was switched from heparin to bivalirudin and support with the implanted pump continued. Roughly four days later, the p-level for the pump was decreased as it was believed that hemolysis caused by the pump was causing bleeding in the lungs. Discussions were made for possible escalation to 5.5 support due to the noted concerns. Systemic heparin was still not being used due to hit. The following day, a clot was ingested by the pump and the decision was made to replace the device. Support continued with the new impella cp pump.

Manufacturer narrative:
The investigation for the thrombocytopenia, thrombus, and hemolysis has been completed. Pump was not returned for investigation. Data logs were returned and there was no positioning issue observed. There was no motor current spike or suction event observed before the bleeding in lungs event. Patient was on heparin but data logs are inconclusive. Therefore, the root cause of the hemolysis issue was not determined since product was not returned and data logs were inconclusive. The root cause of the thrombocytopenia and thrombus could not be determined without additional clinical details. Added h6 component code 925 corrections to the initial MFR report: added d6a/d6b.